Event description:
It was reported, the pump was implanted in right rear area below the belt line and was sore on the top edge. The pump has always been rigid. About two days prior the patient started noticing the pump would move around. It can move an inch in either direction. The patient was seeking a physician to manage their care. The pump was delivering prialt and dilaudid. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).